Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes one of the cap colors is pink instead of blue. The following information was provided by the initial reporter. The customer stated: ¿one of the cap colors is pink instead of blue.'

Manufacturer narrative:
H.6. Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. Evaluation of the photographs provided confirms the reported defect of the orange hemogard shield instead of the purple hemogard shield. Additionally, 100 retention samples from the bd inventory were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided, however, retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes one of the cap colors is pink instead of blue. The following information was provided by the initial reporter. The customer stated: ¿one of the cap colors is pink instead of blue.'